Event description:
Tracheostomy (B)(6) 2017, urgent following recent decannulation. Came to ed for respiratory distress. On (B)(6) 2017, respiratory distress, desaturation, airway obstructed, could not oxygenate through trach. Required intubation. Found surgicel blocking stoma site. Removed through stoma, another trach place in operating room.